Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown (age not provided) with osteoarthritis (kellgren-lawrence grade 4 in right knee and grade 3 in left knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for four previous courses of synvisc in both knees (first course given at the age of (B)(6)). On (B)(6) 2009, the patient initiated fifth course of intra-articular synvisc (hylan g-f 20) injection (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2009, the patient experienced synovitis in both knees. The patient received treatment with 1 cc of intramuscular depo-medrol (methylprednisolone acetate). On (B)(6) 2009, (after 48 hours) the patient recovered from the event of synovitis in both knees. Action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of synovitis was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. Follow-up information was received on (B)(6) 2013 and the patient initials were reported (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.